Event description:
A report was received that the patient's ipg was explanted due to an allergic reaction at the pocket site. The patient had redness and the skin became rough at the pocket site. The patient was prescribed IV and oral antibiotics and is reportedly doing well.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.